Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels during the past five days, as high as 32 mmol/l. He was unsuccessful correcting the elevated levels via the infusion device, but was able to correct the levels via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).